Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator dislodged an air bubble. There was a visible air bubbles seen in line, tripped the air bubble detector and the pump stopped. Small series of poppy seed size bubbles - collectively 20 cent piece size. They managed to remove the air. *no consequence or health impact to patient. *product was not changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 2, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 4315). The returned sample was visually inspected upon receipt with no anomaly such as damage that could lead to air contamination. Bovine blood was circulated through the returned device, at a blood flow rate of 0 to 7 l/min. No leakage or air contamination was observed. The bubble removal performance was also checked while bovine blood was circulated, 30 ml of air flowed into the device from the blood inlet port side. As a result, no air bubble was confirmed flowing out from the oxygenator through the filter. Additionally, an arterial filter was connected to the blood outlet port side to check if air flows out to the oxygenator and the arterial filter. The manufacturing and inspection records were reviewed with no anomalies found. Upon evaluation of the returned sample, it was found to have no anomalies that could lead to leakage or air contamination, and the unit passed the bubble removal performance test. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received states that the pump was stopped for a short time to remove the air.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b1 (corrected report type). B2 (corrected outcome attributed to adverse event). B5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.